Event description:
Customer was hospitalized for high blood glucose levels. Customer does not change her infusion set when the pump gives her the low reserovir alarm. She stated she waits until the pump gives the no delivery alarm. Troubleshooting was performed and pump passed the prime test. Found a no delivery alarm in the alarm history, on the day prior to hospitalization. High pressure test was not performed as the customer did not have the tubing clamp.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.